Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was heating up during the case. A delay of less than 30 minutes was reported. There was no report of patient impact associated with this event.

Manufacturer narrative:
The reported complaint has been confirmed. Unit causes a short circuit error to display on a d2 control unit. Through disassembly and inspection it has been confirmed that the subject device has been altered by an unknown third party and no longer conforms to the original manufacturing specifications. It was found that the cable has been removed and reinstalled using white teflon tape which is not used in the s&n manufacturing or service process. When the cable was reinstalled, the internal wires were tightly twisted causing the cable to short circuit. After properly installing the cable, all functions returned to normal. (B)(4).